Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency department with 14 second pauses. The patient was noted to be pacemaker dependent. Interrogation of the device with a programmer noted the presence of an error message and the device was found to have reverted to safety mode. The error message was suspected to be related to a potential power on reset. Additionally, the device battery was suspected to have depleted prematurely. An urgent device replacement procedure was performed. The device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was interrogated with a programmer and found to be operating in safety mode. This device was not able to maintain telemetry connection long enough to obtain a memory download for review. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device experienced high impedance in the battery. However, a definitive cause of this high impedance behavior has not been determined. Additionally, a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency department with 14 second pauses. The patient was noted to be pacemaker dependent. Interrogation of the device with a programmer noted the presence of an error message and the device was found to have reverted to safety mode. The error message was suspected to be related to a potential power on reset. Additionally, the device battery was suspected to have depleted prematurely. An urgent device replacement procedure was performed. The device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.